Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection of the gas gauge file for the battery and battery board components noted that the charge field-effect transistor (cfet) permanent failure status was tripped and the c26 capacitor was shorted. It was reported that the signia handle did not initialize. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, after doing the upgrade, the handle did not open. There was no patient involvement. Medtronic's initial evaluation of the incident is that the handle was removed from the charger but did not initialize. The battery data was taken from the handle and the cfet (charge field-effect transistor) permanent failure was tripped.